Event description:
It was reported to covidien on (B)(6) 2013 that a customer had a issue with tumescent infiltration pump. The customer states that fluid leaks out of the end of the tubing (the end which the tumescent needle attaches). The flow rate knob is not working (the flow rate does not increase when you increase the flow rate knob). The overall flow rate is low.

Manufacturer narrative:
Submit date: 07/16/2013. An investigation is currently underway. Upon completion, the results will be forwarded.